Event description:
It was reported that air bubbles were observed in the cartridge patient line. There was no impact to the customer's blood glucose level. Customer continued using the same cartridge until a new cartridge was available. Reportedly, the issue occurred prior to the report with tandem technical support, therefore, troubleshooting could not be performed to identify a cause.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.